Event description:
The reporter called in to report that her brother has a rod that goes from under his knee to the fibula that is dysfunctional and causing him continual pain. Rod placed due to broken fibula and cracked patella.